Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door latch was clicking. A field service engineer replaced the micro switches on the tower door latch due to frequent failures and triple-clicking behavior. After the repair, the micro switches were tested and confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door latch was clicking. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in patient care while removing medications. However, there were no adverse events or injuries reported based on this event.